Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter has insufficient blood flow. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. Verbatim: "after inserting the fistula needle, although being perfectly in the vein, flow is not sufficient to fill sample tubes. Vacutainer/luer adapter has then been changed to a new one and samples taken again, and flow is perfect. This has happened to two different staff members in the last week, one being today"

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter has insufficient blood flow. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. Verbatim: "after inserting the fistula needle, although being perfectly in the vein, flow is not sufficient to fill sample tubes. Vacutainer/luer adapter has then been changed to a new one and samples taken again, and flow is perfect. This has happened to two different staff members in the last week, one being today".